Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a motor error and a recurring no delivery alarm even after multiple infusion set and reservoir changes. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process but displacement test was performed and passed. Customer also reported that the insulin did not exit after a 5 unit fixed prime was delivered. Customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.